Event description:
A pt (age and gender ink) underwent therapeutic endoscopic procedure for treatment of bleeding ulcers. The resolution clip device misfired by detaching from the catheter prior to deployment. The procedure was successuilly completed with another of the same device. The pt did not sustain any reported complications or ill effects as a result of the deployment issue. The pt condition is reported as good.

Manufacturer narrative:
This device has been received by this manufacturer. An eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, acces and maintenance procedures.